Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. Investigation found the rotational sensor springs were improperly installed and observed to be leaning inward. This caused grinding on the commutator cap and the grinding debris was observed. The data shows timeouts, but no abnormalities were seen with the rotational sensor data. However, it cannot be determined if the timeouts were caused by damage to the cannula or interference between the rotational springs and commutator cap.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 322 mg/dl while wearing the pod between 36 and 48 hours. The pod¿s cannula was found bent/kinked while wearing it on the back. For treatment, the parent gave a manual injection.